Manufacturer narrative:
An investigation was completed to verify how the primer reactivities assigned within the internal legacy score database were interpreted within the current hos (human oligotyping software) database. The investigation showed there were no other incorrect primer reactivities, however, the investigation identified that some of the primer reactivity assignments were inconsistent between primer mixes. The inconsistency is due to new allelic info being available now, which was not available at the time when the info was initially transferred from the score database to hos database in 2008. Through this investigation, one of the primer reactivities that were identified as needing harmonization had reaction patterns on the data interpretation worksheets and unimatch software that may be interpreted as a potential mis-type assignment for drb1 15:34 allele as drb1 16:01:02 and drb1 15:54/66 allele as drb1 15:25. As a product maintenance function, the primer reactivities were updated in the hos database and on the data interpretation worksheets and unimatch software. A customer notification was issued to inform customers of the change to the reactivity patterns shown on the labeling worksheets and unimatch software.

Event description:
A discrepancy in typing results using drb1 15 ssp unitray kit (catalog #450102d, lot 011 1274159) was reported in internal complaint #(B)(4). It was discovered that primer mix r15-05c, which is included in lane 5 of drb1 15 ssp unitray kit (catalog #450102d, lot 011 1274159, has been shown to produce a negative reaction in the presence of the drb1 15:34/54/66 alleles. As a result of the negative reaction, a sample containing drb1 15:34 allele could mistype as a drb1 16:01:02 and a sample containing drb1 15:54/66 allele could mistype as drb1 15:25. The investigation of internal complaint #(B)(4) identified allset god ssp hla-drb1 15/16 high res kit - 10 tests, catalog #450112d, lot #001 796673 as a product affected by the same issue.